Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, a leak in two (2) places on the device was discovered. Information received by the user facility is limited but suggests that there was no known impact or consequence to the patient and the procedure was completed successfully without delay. The customer elected to use bone wax to stop the leak. No known impact or consequence to the patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation, so the investigation was conducted using a retention sample from the same lot. Visual inspection confirmed there were no anomalies, visual inspection confirmed there were no anomalies, including a break, in the device appearance. The sample was pressure tested by filling it with saline solution and pressurizing it at 2.0kgf/cm2. No leak occurred. A review of the device history record revealed no production related anomalies. The investigation results verified that the retention sample met product specifications. Since the actual device has not been returned, the cause of the complaint cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.